Manufacturer narrative:
Analysis of the 8637-40 pump found no anomaly. Analysis of the 8780 catheter found catheter body broken. Analysis found the catheter deformed and broken. Analysis found retaining ring fingers damaged. Conclusion code is no longer applicable. Conclusion code applies to the 8637-40 pump. Conclusion code applies to the 8780 catheter.

Event description:
Additional information was received from a healthcare professional. The pump was used to infuse 2,000 mcg/ml at 120 mcg/day. The patient's pertinent medical history includes mixed quadratic cerebral palsy. The troubleshooting performed related to the catheter issue was noted as "not applicable". The cause of the catheter issue was reported to be an explant secondary to an itb pump pocket wound dehiscence and proteus infection.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare professional in regard to patient receiving an unknown type of drug via an implantable infusion pump. The return paperwork indicated the catheter was removed due to a break, tear, hole and infection. An event date of (B)(6) 2016 was provided. It was unknown if the pump was removed due to infection, or was device or therapy related. It was unknown if a loss of therapy was sudden or gradual. The issue was not specified. The pump and catheter was explanted on (B)(6) 2016. No patient injury occurred. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.